Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis performed during service and repair of the device confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the ring cover, two side bail covers, ring and two side bails were missing, the upper case was broken, the lower case was broken, the battery release was contaminated, the lead flex cover was contaminated, one case screw was missing, the battery drawer was damaged and the display was missing segments. Further analysis was performed on the main pcb. This analysis did not witness any operational or visual anomalies with the main pcb. (B)(4).

Event description:
It was reported on boot up the atrial and ventricular lamps illuminate and epg (external pulse generator) shuts down. It was also reported that no rings, bails, and covers sent. The epg was returned for repair. No patient complications were reported as a result of this event.